Event description:
It was reported that the user experienced hyperglycemia after an infusion set supply change while using the ilet system with a steel cannula infusion set; there were no occlusion alarms, visible drops were observed during tubing fill, and the tubing was reported fully primed. Symptoms included elevated blood glucose up to 260 mg/dl without loss of consciousness or other acute clinical effects. Outcomes included self-monitoring at home without ketone testing, back-up therapy, medical intervention, or assistance, and glucose reportedly began to stabilize during the call. Investigation included customer interview, review of device use and fill procedure, and troubleshooting and education provided by support. Investigation of this case revealed no confirmed device malfunction and an unclear cause of the hyperglycemia. It was concluded that the event was user-reported hyperglycemia of unclear etiology with no alarms and no medical sequelae, and the user was advised to continue monitoring and call back if levels did not come down. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.